Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was explanted due to infection. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead (B)(4). No device analysis was performed; the device met risk based criteria.